Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or difficult or delayed positioning (leaflet grasping). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to a combination of challenging patient anatomy (thin leaflets, complex structure) and procedural conditions (issues with sgc handling). The reported difficult or delayed positioning appears to be related to challenging patient anatomy. The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A steerable guide catheter (sgc) and a mitraclip xtr was inserted without issues. It was noted that during the procedure, during manipulation of the sgc, there was insufficient sensitivity, preventing precise control. Grasping was performed with the mitraclip xtr. However, the clip was unable to firmly grasp the leaflets. The clip was ultimately implanted. To further decrease mr, a second clip, a mitraclip xtr was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2025, an echocardiogram was performed and revealed that the clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase.